Event description:
It was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with 250 units of insulin during the load sequence with multiple cartridges. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 131 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.